Manufacturer narrative:
The device has not been returned for evaluation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during the aneurysm embolization this pipeline could not open. It was reported that after placing the marksman catheter the physician placed the pipeline. However, after it was in place, it did not open. The physician attempted to open the device several times but was not successful. The physician removed the pipeline and used a different stent to treat and complete the surgery successfully. There was no injury to patient.

Manufacturer narrative:
The pipeline pushwire was returned for evaluation without the pipeline braid. The pushwire was observed bent. The capture coil was also observed to have slight compression damaged. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience as the pipeline braid was not returned; therefore any contributing factors from the pipeline braid could not be assessed. Additionally, the cause for the damage to the capture coil and pushwire could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Update section a. Patient information: patient identifier. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.